Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead had high threshold measurements. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: unk competitor implantable cardioverter-defibrillator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.